Event description:
The company was informed that the pt reportedly experienced intermittency and loss of sound. External equipment was exchanged. Programming changes were made. The issue was not resolved. Device revision surgery will be scheduled.